Manufacturer narrative:
(B) (4).

Event description:
It was reported a critical alarm had occurred due to a motor stall. The pump has stalled and recovered multiple times since (B) (6) 2010. Pump went into safe state with a low battery reset on (B) (6) 2010 at 15:59. Pt experienced a seizure (B) (6) 2010 around 6:45. Pt was getting 852 mcg/day on baclofen. The pump was updated out of minimum rate mode on (B) (6) 2010 to a dose of 500 mgc/day and the pt experienced symptoms of hypoventilation. The pump was updated again to 200 mcg/day and stalled multiple times after it was updated on (B) (6) 2010 and (B) (6) 2010. The pt had respiratory issues (B) (6) 2010 around 4:45. The pt was hospitalized in picu. The device was replaced. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.